Manufacturer narrative:
(B)(4). Batch n90w80. The device was returned with the upper jaw detached returned. In addition, the iblade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: for clarification, did the moveable top jaw break off? Did the ceramic (on the lower non-moveable jaw) separate or break off? Did the electrode (on the lower non-moveable jaw) separate or break off?

Event description:
It was reported that during a gastric procedure, the upper part of jaw broken in two pieces, parts fell into situs both could be removed. One part thrown away, one part came back. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, did the moveable top jaw break off? Did the ceramic (on the lower non-moveable jaw) separate or break off? Did the electrode (on the lower non-moveable jaw) separate or break off? The movable top part of the jaw broke off.